Event description:
The pump was returned for investigation. Investigation revealed that all keypad buttons were found to be intermittently responsive and required multiple hard presses to elicit a response. The ok keypad button was found to be inverted. There was contamination found under all button key contacts. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that all keypad buttons were found to be intermittently responsive and required multiple hard presses to elicit a response. There was no damage found to the keypad. The pump cover was removed and the ok keypad button was found to be inverted. There was contamination found under all button key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.